Event description:
The surgery was completing the final tightening of the locking nut when the threaded end of the toggle post broke. The screw was removed and replaced with another. There was 10-30 minutes of additional surgery time.

Manufacturer narrative:
Device history record reviewed and dimensional analysis. Review of device history records and dimensional analysis indicate, the device was manufactured to specification. This MDR is being submitted late as this issue was identified during a retrospective review of complaint files conducted in-conjunction with implementation of revised MDR reporting criteria for zimmer.